Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was unable to inflate the cylinders all the way. It was noted there was a crack in the pump tubing and fluid loss. The device was explanted and replaced in a different location. There were no patient complications.